Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the issue was that the patient accidentally switched from group b to group a without realizing it. As a result the patient experienced difficulty walking due to increased stiffness. The patient changed back to group b, and the setting on group a were changed to be very similar to group b so if the patient accidentally changes again they will not have as much difficulty walking. The issue was resolved.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient is having an issue with their stimulator. The consumer clarified that they can't change the rate or get it back to normal., and that it is dropping "2.0" with them in need of immediate assistance. No patient symptoms were alleged.